Event description:
Contacted regarding elevated glucose test results that were generated by the synchron cx7 instrument. The elevated glucose result was 306mg/dl for pt a. The elevated glucose result was 495mg/dl for pt b. The glucose results were not reported out of the lab. Indicated that the pts' samples were retested for glucose on a different instrument in their lab. The glucose result was 192mg/dl for pt a. The glucose result was 304mg/dl for pt b. Indicated that the pt's treatment was not affected.